Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00ee6, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 16-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that her first ins ((B)(6) 2013) "never worked and the doctor didn¿t think the lead was in the right place, and they confirmed with an x-ray, that it wasn¿t in the right place". The patient stated that her doctor "wanted me to have it replaced and try the therapy again, so they replaced it on (B)(6) 2019 but the new one doesn¿t work either. No further complications were anticipated/reported. (Please see (B)(4) for information regarding the new ins).